Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with cracked case at the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that display was cracked. Blood glucose was 7.2 mmol/l. The insulin pump will be returned for analysis.